Event description:
It was reported that the site's dell x 5 hand held screen was continually freezing after successfully interrogating vns pt's devices. The site was aware of the troubleshooting recommended (re-inserting the flashcard, performing a soft or a hard reset), however, a new hand held was requested. When the MFR rep went to the site to pick up the hand held, it was noted that the flashcard that was inside the handheld was not the vns software flashcard. The rep had asked the staff about the flashcard, but no one that he spoke with knew where the vns software flashcard was located. The hand held in question was returned for analysis; however, the flashcard that was returned inside the hand held was not a MFR software flashcard. Product analysis is currently underway.